Manufacturer narrative:
An analysis was performed on the returned device. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the foot captured tissue leading to the difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional leadless pacemaker implantation procedure. Reportedly, with the first prostyle device, a cuff miss [suture retrieval issue] occurred and resistance was felt during device removal. The second prostyle device had successful suture deployment, but resistance was felt during device removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Hemostasis was achieved with the second and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.